Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that nothing was disassociated. The stem was on the adaptor when it came out of the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient came in for revision knee to treat tibial loosening. When the femur was pulled out surgeon noticed a lot of corrosion around the femoral stem and adaptor. The surgeon was able to toggle the stem with his hand to replicate micromotion. He then unscrewed the stem and noticed a lot of corrosion on the threads. Original dos was (B)(6) 2012. Doi: (B)(6) 2012. Dor: (B)(6) 2021.